Event description:
Plate was implanted (fall 2007) in mandible for a resection due to a blastoma. Revision surgery was performed in 2007 as plate broke.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. No further complications have been reported. There have been no trends identified related to this type of event. The user facility is foreign; therefore, a facility medwatch report will not be available.